Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the cysto-nephro videoscope lever to move up and down bending angulation is not working, not moving bending section during reprocessing. There was no patient involvement in this reported event.